Event description:
The connection between the vps and IV line is not fixed properly thus causing leakage of IV fluids. Both luer lock and luer slip connections couldn't be fixed well to the hub of IV cannula resulting in fluid leakage.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. However, this complaint product batch 0109481 had expired (expired date: 30-apr-2023). User should discard the expired product accordingly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l adapter / connector was defective / damaged and leaked. The connection between the vps and IV line is not fixed properly thus causing leakage of IV fluids. Both luer lock and luer slip connections couldn't be fixed well to the hub of IV cannula resulting in fluid leakage.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. However, this complaint product batch 0109481 had expired (expired date: 30-apr-2023). User should discard the expired product accordingly. H3 other text : see h10 manufacture narrative.

Event description:
The connection between the vps and IV line is not fixed properly thus causing leakage of IV fluids. Both luer lock and luer slip connections couldn't be fixed well to the hub of IV cannula resulting in fluid leakage.